Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured on the first inflation at twelve atmospheres. The procedure was successfully completed with another wolverine device without further issue or patient injury.